Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a peripheral stenting procedure to treat a target lesion in the distal superficial femoral artery/proximal popliteal artery, using an antegrade approach via the right common femoral artery. The supera stent delivery system was advanced to the target lesion and deployment was initiated. It was noted that it was tough to release the stent, as it was difficult to advance the thumbslide. The nosecone movement was slow and in small increments. Not much of the stent had been deployed when the physician chose to remove the entire system, including the partially deployed stent. It was noted that the catheter shaft appeared to have begun to detach, as if it was becoming unsheathed, but remained intact. The physician was instructed by the territory manager to pull back and lock the thumbslide; however, it was noted to be difficulty. The thumbslide was pulled back hard and locked. As the physician began to remove the device, it was noted that the nosecone separated, remaining on the guide wire. It was decided to try to deploy the stent and the thumbslide was unlocked. The stent was able to be deployed. There was some elongation of the stent; however, it was less than 10%. The stent delivery system was removed and a gooseneck snare was advanced to successfully retrieve the nosecone. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) was able to confirm the reported separation of the catheter shaft. A review of the lot history record revealed no nonconformities related to the reported event. The complaint handling database was reviewed and there were no similar events for this lot. Root cause analysis concluded that the issue may be due to manufacturing. The results of the investigation, conclude that appropriate process controls are in place in manufacturing to detect this failure mode. Av will continue to trend the performance of these devices.